Event description:
It was reported that the customer had button error alarm on the insulin pump. The customer blood glucose level was unknown. The customer was advised that the insulin pump need to be replaced. (B)(4). The customer loaner pump is returned.

Manufacturer narrative:
Findings: down arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.